Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium hexed screw was returned for investigation. Visual evaluation of the as returned products identified that bottom portions were fractured. This complaint is linked to (B)(4) for a second event where two more unknown biomet screws fractured at the same site. Although they were reported together, these will be investigated separately.functional testing could not be performed since the devices were fractured.no pre-existing conditions were noted on the per. Additionally, the patient had unknown bone density. The reported devices were located on a bridge between tooth # 44 & 46 (fdi) and were used for an unknown duration while the final prosthesis was completed in mar 2013 (approximately 7 years before the event was reported). The customer did not provide any pictures or x-ray images.DHR review could not be performed as the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications.a year-long complaint history review was performed by item (iuniht) for similar events or complaints. However, no other complaints about nonconforming products were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (iuniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Oneunk biomet screws was returned for investigation. Visual evaluation of the as returned product identified that it was fractured. Functional testing could not be performed since the devices were fractured. No pre-existing conditions were noted on the per. Additionally, the patient had unknown bone density. The reported device was located on a bridge and was used for an unknown duration while the final prosthesis was completed in (B)(6) 2013 (approximately 7 years before the event was reported). The customer did not provide any pictures or x-ray images. DHR and complaint history review could not be performed, as the lot numbers associated with the reported unknown product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (unk biomet screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the prosthetic screws for certain implant fractured.